Event description:
The airway mobilescope was returned to the service center with a report of a camera part water invasion. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, corrosion was found inside the battery/card cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.